Manufacturer narrative:
Fiber analysis: the fiber cap was found to be intact and attached, however showed a drilled through condition. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through cap condition may also result in a forward firing condition. The most probable root cause that contributed to this device failure was suspected to be related to heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that there was diminished tissue vaporization at 1,986 joules during the procedure. The procedure was completed with a second fiber. There was no report of pt injury.